Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the irrigation tip became dislodged during a cataract procedure. She indicated the surgeon stated that "during stromal hydration, the cannula came loose at high velocity and perforated the capsule, then the cannula came back out and ended up in my lap." Additional information was requested; however, none has been received to date.

Manufacturer narrative:
No sample has been returned for evaluation for the report of dislodgement of cannula; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All cannulas are 100% inspected. Any non-conformances are removed from the lot and scrapped. (B)(4).